Event description:
It was reported that the atrial pacing lead was fractured. The physician additionally indicated that the patient was "extremely rambunctious" and "broke" the lead. The patient's device was reprogrammed from a dual chamber pacing mode to the vvi mode, thereby electrically abandoning the atrial pacing lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.